Event description:
The customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, and after the reset, the error did not recur. The customer successfully initiated their sensor session.